Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens torn in half. Clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The surgeon was inserting a three piece silicone intraocular lens model aq2003v in the pt's eye and the haptic tore. The surgeon was able to remove the lens without enlarging the incision and replaced with another lens. No pt injury.